Manufacturer narrative:
Date of event - approximated based on the appointment date.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the patients ipg would not hold a charge and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned due to hospital policy.